Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed, eccentric, de novo, 2.75x39mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The lesion contained greater than 45 and less than 90 degrees bend. Following pre-dilatation with a 2.75x20mm non-bsc balloon catheter, a 2.75 x 32mm synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. When the device was removed from the patient's body, it was noted that proximal part of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.